Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The rx xience v 3.0 x 18 mm mentioned is being filed under a separate manufacturer report number. A cine of the procedure was received and reviewed by an abbott clinical specialist. The reviewer noted there are several views of the rca which reveals a discrete stenosis in the mid section of the vessel that has been stented. There is a linear irregularity visible in the stent shadow which is located at the proximal edge of the stenosis. A balloon is positioned across the stenosed area and is dilated, relieving the stenosis. The reviewer concluded that the images appear to confirm the incident description of a fractured stent. Factors that may contribute to stent fractures include, but are not limited to, processing and/or handling in manufacturing, handling during preparation for use, lesion characteristics, procedural technique, product size selection, severe torquing or kinking of stent (material stress/ fatigue) or interaction with the accessory devices, lesion and/or anatomy. Fatigue from cardiac dynamics and motion may also contribute to stent fractures during or after the procedure. In this case, the stent fracture was not noted at the time of stent implant, suggesting that the noted damage occurred post procedure. Restenosis and angina, as listed in the xience v instructions for use, are known adverse events associated with coronary stenting and are not necessarily an indication of a product quality deficiency. In this case, the reported stent fracture possibly contributed to the reported restenosis, which is likely related to the reported angina and required additional treatment and hospitalization. However, a conclusive cause cannot be determined for the reported patient effects and their relationship to the device, if any. In this case, although a conclusive cause for the stent fracture and its relationship to the reported patient effects cannot be determined, there does not appear to be any indication of a product quality deficiency. The lot history record for this product was not reviewed and a similar incident query was not performed because the product was not returned for analysis and the lot number was not reported.

Event description:
It was reported that on (B)(6) 2009, the patient presented with an acute myocardial infarction (mi) and three rx xience v stents (3.0 x 18 mm, 2.5 x 23 mm, and 2.5 x 28 mm) were implanted overlapping to treat a total occlusion identified in the mid right coronary artery. The three xience stents were implanted in the following order beginning with the 2.5 x 28 mm placed most distal, the 2.5 x 23 mm placed in the middle overlapping the first stent and the 3.0 x 18 mm placed more proximal overlapping the middle stent. Angiography was performed identifying that the distal part of the 3.0x18 mm xience v stent seemed to be some what under dilated, so multiple inflations were performed to fully deploy it against the vessel wall. Two years later, on (B)(6) 2011, the patient presented with chest pain and subsequently in-stent restenosis was identified in the middle stent, xience v 2.5x23, which was treated with balloon angioplasty (poba). On (B)(6) 2011, the patients original cardiologist reviewed the films from the revascularization and felt that the diagnosis of in-stent restenosis was incorrect and that the middle stent of the three xience v stents implanted back on (B)(6) 2009 was actually fractured and not restenosed. The patient is asymptomatic. No treatment is planned at this time. No additional information was provided.